Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During call of sensor issues, customer reported via phone call of having low blood glucose of 30 mg/dl. Customer was not able to control blood glucose. Customer's blood glucose at the time of call was 430 mg/dl. Customer declined troubleshooting. Customer reported of suspending insulin pump until 10:00 am on the day of call.